Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge despite completing new cartridge fill and confirming cartridge o-ring and pneumatic tap area were clean and intact. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to inspect and clean pump components, reattach and fully seat cartridge, and repeat load process, and case was then escalated to customer support and sales teams to continue troubleshooting and discuss starting process for potential replacement or out-of-warranty loaner, with no further outcome information provided.